Event description:
Information received from the field does not address the patient's clinical status but notes high lead impedance, high threshold and low sensing. A mechanical problem was also reported.~~~~~